Event description:
Rep reported that patient returns within days of having a valve placement with csf flowing outside the shunt. Dr revised the shunt and upon explant finds that the siphonguard has broken away from the valve.

Manufacturer narrative:
Codman has received the valve for evaluation. Upon completion of the investigation a follow up report will be filed.